Manufacturer narrative:
The field service engineer returned to the customer site and performed preventive maintenance on the unit. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the smoke/oil mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/oil mist issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release trending analysis of the smoke/oil mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the smoke/oil mist issue is the catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The fse found that the oil mist emitting from the vacuum pump was due to a degraded oil mist filter. Fse is to return and perform preventative maintenance on the sterrad® to resolve the smoke/oil mist issue. Details of the preventative maintenance are pending at this time. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of "smoke" or oil mist emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer reported that three cycles had already run prior to the event. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.